Event description:
The account noticed increased reactivity with htlv-I/ii eia assay with reagent lot 69349m100 as compared to previous reagent lots. Some specimens were sent to another laboratory for additional testing which repeated htlv-I/ii eia reactive. In 2008, one specimen tested htlv-I/ii eia repeatedly reactive but htlv-I/ii eia negative at another laboratory. The specimen was a cadaver specimen which was being tested for tissue donation. The tissue was discarded and the recipient did not receive the tissue due to reactive htlv-I/ii eia result. The account is unsure if the recipient received another tissue. The account did not perform any internal studies for cadaver specimens and htlv-I/ii eia testing. All abbott and external controls were acceptable. The account stated they are required to perform htlv testing for organ and tissue donations. Css discussed the htlv-I/ii eia package insert which states "performance has not been established using cadaver specimens or body fluids other then serum or plasma, such as urine, saliva, pleural fluid, amniotic fluid or semen." No further recipient information is available.

Manufacturer narrative:
A review of the complaint data was performed to assess the performance of the assay. A review of the assay package insert was performed to determine if the issue that the customer observed was adequately addressed in the product labeling. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. To investigate the account concern, the investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify any problems. Specifically, we did not see an increase in the number of complaints related to an increase in reactive rates while using the lot number in question. Based on the investigation it is conducted, the investigation team believes the htlv-I/htlv-ii eia assay is performing as intended. Although we cannot provide a specific reason for the increase in reactive rates observed, abbott will continue to monitor this product for issues and will take appropriate action if needed. While reviewing the call documentation the investigation team noticed one of the samples in question was a cadaver sample. We would like to remind you that per the htlv-I/htlv-ii eia assay package insert (commodity number 34-3289/r10), performance has not been established using cadaver specimens. Additionally, guidelines published by the u.s. Public health service recommend that repeatedly reactive specimens be investigated by additional more specific tests such as western blot (wb) and radioimmunoprecipitation assay (ripa). These supplemental tests should be used in addition to type-specific peptide or probe tests for htlv-I and htlv-ii discrimination. Interpretation of such tests should be consistent with these published guidelines. This is a final report.